Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however data analysis has not yet been provided. This device remains in service this time. Battery longevity to be monitored remotely and a follow-up has been scheduled. No adverse patient effects were reported.